Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the image acquisition system (ias) was loosing power when the umbilical was disconnected. Representative replaced batteries and charger enclosure to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The charger enclosure has been received by the manufacturer for evaluation however the results are not available yet. The batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the batteries of the imaging system were low. It was reported that the system would start battery low beep noise shortly after unplugging the system from the wall. There was no patient present at the time of the issue.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the parts was analysed and it passed all tests. No fault found.